Event description:
It was reported that one of the lines from the cassette was leaking. The event occurred during drain one on the home choice (hc). The home patient (hp) was connected at the time of the incident. The technical service representative (tsr) assisted to end therapy and in removing the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A batch review of lot h13h16087 was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.